Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.

Event description:
It was reported the pt had the extensions replaced on his device due to a severe fall. It was stated the extensions were "pulled out of the ins conductor block." Add'l info has been requested, a f/u report will be sent if add'l info becomes available.